Event description:
Customer reported that the numbers on the insulin pump began to scroll without input during a bolus. The blood glucose reading was 428 mg/dl. Customer stated that the blood glucose was high due to not being able to bolus all day. She stated that the insulin pump had not been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.